Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated false positive architect stat troponin-I on a patient sample that repeated in the normal range. Sid (B)(6) generated positive architect stat troponin-I of 0.113 ng/ml that was reported out of the lab. The same sample was repeated twice with normal results of 0.000 ng/ml. The account uses a normal troponin range of 0.000 to 0.059 ng/ml. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
As part of troubleshooting, the field service representative replaced parts during the evaluation of the architect i1000sr at the customer site. Labeling was reviewed and found to adequately address the falsely positive patient results. A ticket search for lot 22341un22 did identify an increased complaint activity related to the falsely positive patient results. A review of ticket trending data for the architect stat troponin-I was performed with no adverse trends identified. A review of historical performance of the complaint lot was evaluated using world wide data. This evaluation indicated that patient medians and the calibrator mean for the complaint lot are within the established limits with no unusual reagent lot performance was identified. No retained file sample analysis was performed as no unusual reagent lot performance was identified from the historical performance review. Device history record review was performed on lot 22341un22, which did not show any related potential non-conformances, deviations, or non-conformances. No product deficiency was identified.